Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated due to moisture damage. A complete investigation was unable to be performed because the device was received in a condition making evaluation impossible. The reported event of no audio output was not confirmed. A root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).